Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulsed field ablation catheter during procedure to treat an atrial fibrillation (a fib) presented a difficult to irrigate. Device would not irrigate when it was attached to the pressure line. To solve the issue the catheter was replaced, and the procedure was completed successfully without patient complications. The device is retained by the costumer.